Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment as well infection. Subsequently, the patient underwent a procedure on (B)(6) 2015, to excise the infected tissue. On (B)(6) 2015, the patient underwent a second procedure to excise dead skin from the abutment site. The implanted device remains.